Manufacturer narrative:
Section h10: h3: the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tre-driver shaft becoming deformed as a result of obstruction of the tri-driver while reaming. Section h11: the following sections have corrected information: h4: lot number: 259375026.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the tri drive spring became jammed when switching in between reamer sizes. In an effort to ¿unjam¿ the tri drive the spring is no longer connected to the instrument. The patient was checked for debris, confirmed with surgical staff and continued on with the delay to the joint replacement. No one was harmed and the patient is last known to be in stable condition. Device to be returned.